Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited error code e207. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. However, since the failure of the emergency light has been confirmed from the repair estimate inspection results, it is presumed that the event with error code e207 has occurred due to the failure of the emergency light. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.